Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity and kidney disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Box b2 was corrected to other serious or important medical events. (Previously it was blank) box h1 was changed from serious injury to malfunction. Box h6 health effects: clinical codes and health effects - impact code was corrected.